Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the elective replacement indicator (eri) with allegation of premature battery depletion.